Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient inactivity time had elapsed because there was no transaction for 10 days, and the station was configured with an inactivity limit of 10 days. A technical support specialist dialed into the server and verified that the patient was visible on the server. After checking knowledge article "patient not showing - inactivity time", it was confirmed that the issue was due to inactivity settings. The tss provided steps to the customer, which included temporarily increasing the admission inactivity days setting, performing a transaction for the patient (such as a canceled remove transaction), and then reverting the inactivity setting to its original value. These steps ensured the patient became visible on the medstation again. The customer confirmed issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es had a disappearing active patient issue. A patient assigned to ldr was admitted in cerner but did not show on the medstation for the nurse to remove medications. The customer stated that this malfunction occurred while dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es had a disappearing active patient issue. A patient assigned to ldr was admitted in cerner but did not show on the medstation for the nurse to remove medications. The customer stated that this malfunction occurred while dispensing medication to patients. There were no adverse events or injuries reported based on this event.